Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when we picked up small frag set from hospital it was discovered that this reduction tool was broken.

Manufacturer narrative:
Evaluation summary: the reported event of the breakage could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused probably by a combination of several user related factors. Corrosion "drying time: period during which steam is removed from the chamber and the chamber pressure is reduced to permit the evaporation of condensate from the load either by prolonged evacuation or by the injection and extraction of hot air or other gases. The drying time varies due to load configuration, wrapping method and material. It is the hospital´ responsibility to validate the appropriate drying time with the sterilization equipment used. (B)(4). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that when we picked up small frag set from hospital it was discovered that this reduction tool was broken.